Event description:
A user facility reported this lma-classic was just inserted into the pt when it was determined that they could not inflate the device. It was suspected that the valve was stuck closed. The dr removed the lma and replaced it with another. The dr reported that there was no pt injury or problem. The user facility has been requested to return the lma for eval.